Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges while turning into the bathroom the handle allegedly came off of the unit causing the consumer to fall out and the scooter to fall on her.

Manufacturer narrative:
The device was returned and evaluated. The adhesive seal was broken and the rubber grips were removed. Customer misuse.

Event description:
Consumer alleges while turning into the bathroom the handle allegedly came off of the unit causing the consumer to fall out and the scooter to fall on her.